Manufacturer narrative:
The ventilator is not being returned to the manufacturer for evaluation.

Event description:
The manufacturer received information alleging a patient's blood oxygen saturation decreased while using a ventilator. There was no permanent harm or injury. The reporter of the event stated that the ventilator was being used with an oxygen bleed-in. During nursing care the oxygen line became disconnected and was not noticed by the nurse. The patient's blood oxygen saturation decreased. The oxygen line was reconnected to address the issue.